Manufacturer narrative:
Additional information is requested. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that increased shock impedance measurement were observed on this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. A lead dysfunction of an unknown nature was suspected but not confirmed. Tachycardia therapy was programmed off and the lead will be checked during the next follow up. The device and lead remain in service. No adverse patient effects were reported.